Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  UDI: (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: articuleze m head 36mm +1.5 hip femoral head. Pinnacle mtl ins neut36idx50od hip acetabular liner; unknown acetabular cup. Tri-lock 10.0mm lat offset hip femoral stem. Initial reporter occupation: non-healthcare professional ¿ attorney. (B)(4).

Event description:
New unity record created in order to update (B)(4). Complaint description: new (B)(4) record created in order to update (B)(4). Reason for original complaint: litigation alleges that patient experienced debilitating pain, discomfort, and soreness in the area of hip implant, thereby negatively affecting ability to perform activities of daily living. Additionally, it is alleged that metal ions and particles have been released into patient's blood, tissue and bone surrounding the implant. Patient will likely need to undergo premature revision surgery. Update ad 03 may 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. In addition to what was previously alleged, ppf alleges loosening of stem. Added stem to the impacted products because of the alleged loosening and also because it was removed according to the ppf. Updated patient's identifier. Added patient's date of birth, date of revision, revision hospital, surgeon, and lawyer in the associated contact. Doi: (B)(6) 2008; dor: (B)(6) 2012; (left hip).

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.